Event description:
Adverse event: "10 min delay" (no code available). Product problem: "system shut down during the case as if the plug was pulled" (loss of power). An engineer reported reports that during a case, the system shut down as if the plug was pulled. The facility rebooted the unit and completed the case. No pt impact was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. There were no system messages in the event log. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. A review of complaints for the last 24 months did indicate one additional, related report for this system. (B) (4). (B) (4). (B) (4).